Event description:
The wrong power cord on a motorized 20a system was found on the cooling system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the power cord but was unable to load software on the hard drive. He replaced the hard drive and successfully loaded the software. The display adaptor switch intermittently didn't work so he replaced the display adaptor and retested the system. The system operates as intended.